Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that urine leaked around the foley catheter.

Event description:
It was reported that urine leaked around the foley catheter.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿leak¿ with a potential root cause of "bad fit with shaft". The lot number is unknown therefore the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard/bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.